Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported increased intra-peritoneal volume (iipv) event was not verified during the event history log review. Internal and external visual inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced draining difficulties during peritoneal dialysis on the homechoice. During, the patient's last drain cycle, the patient had drained over 6000ml. The technical services representative discussed the use of manual supplies to complete therapy. There was no patient injury or medical intervention reported. No additional information is available.